Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a clipping a bleeding vessel procedure performed one day prior. According to the complainant, during the procedure, the clip was deployed in an open position. The procedure was completed with the same resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".